Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who confirmed the information with the hcp. The rep had met with the patient and checked impedances and everything was fine. They performed reprogramming. No further actions/interventions were taken. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degen disc disease/herniated disc pain. It was reported that since implant, the ins has been very hot. Then, about a week or two after implant, when the patient would bend their head, the vibrations would completely stop; it would shut off. And around (B)(6) 2019, the patient started having pain down the right side of their back, which was pain they did not have prior to getting the implant. The patient was worried that the lead may have become loose or moved. It was noted that the patient was off of all their oral medications since the implant, but the patient wanted to go back on them. No falls or trauma were reported. The caller was redirected to the doctor. It was reported the patient had an appointment later that day on (B)(6) 2019. Additional information was received from the rep on (B)(4) 2019, after they confirmed information with the patient and the doctor. It was reported that the patient had an appointment on (B)(6) 2019 and met with the rep for reprogramming because the patient was experiencing a change in sensation intensity when they would change position, which was explained that when the patient was lying supine and on their sides stimulation felt stronger. Also, the patient did not like the stimulation turning on and off. At that appointment, cycling was turned off and adaptive stimulation was set up. Impedances were "likely" checked at that appointment as well, but the rep was uncertain and did not provide impedance results. The cause of stimulation stopping/shutting off was not yet determined, especially since cycling had been turned off. The cause of the ins site being hot was unclear. The patient had a follow up appointment on (B)(6) 2019, and at that appointment high density programming was set up, but as of (B)(6) 2019, the patient reported the ins wound site was "closed up" however, they were feeling "heat being produced" at the ins site all of the time. The cause of pain that was reported to be going down the right side of the patient's back was not determined either. Per the patient's report on (B)(6) 2019, they had pain in their thoracic region that was going down towards the ins; it was not going beyond the area of the ins nor into the right leg. The patient also confirmed on (B)(6) 2019, that no surgical intervention has been planned yet because they have not seen or spoken to the surgeon since the day of their surgery just prior to the implant procedure. The follow up appointments they have had have been with the physician assistants. The patient reported that the device was not helping their pain as much as it did during the trial, and therefore they have needed to take medication. The patient's next follow up appointment was scheduled for (B)(6) 2019. No further complications were reported or anticipated.